Event description:
The customer stated that she did not feel well and was going to the hospital. The customer's blood glucose reading was 14.1 mmol/l. The customer stated that insulin streamed out during the manual prime. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.